Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for normal elective replacement indicator (eri) generator replacement. It was noted that the left ventricular (lv) lead exhibited diaphragmatic stimulation and high capture threshold. No intervention was performed. There were no patient consequences.